Event description:
It was reported two patient¿s developed infections post operatively (post op) wherein dura-guard dural repair patch was applied. Both patients underwent unreported surgical procedures wherein dura-guard was applied. The device is labelled as sterile; however, both patients developed infections after an unknown amount of time post op. Both patients required unspecified antibiotics as treatment (no further information). No further information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4: lot #, d4: expiration date, d4: unique identifier (UDI) #, h4, h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.